Event description:
It was reported that one day post implant the electrogram showed atrial pacing intermittently capturing the ventricle. Based on testing, atrial lead dislodgment was suspected. The lead was to be repositioned. The patient was pacemaker dependent.

Manufacturer narrative:
Na